Event description:
(B)(4) - the dealer reported that the 5410ivc electric bed footend motor would not keep the unit in the extended position, and it would drop inwards when weight was applied to it. There was no injury reported.